Manufacturer narrative:
The lipoprotein a reagent lot number was 73658701 with an expiration date of 31-dec-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lpa2 (lipoprotein a) on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a lipoprotein a value of 52.1 mg/dl with a data flag. The sample was automatically repeated by the analyzer, resulting in a value of 46 mg/dl. The sample was repeated three times on a second analyzer, resulting in values of 35 mg/dl, 35 mg/dl, and 34.0 mg/dl with a data flag. The repeat value of 35 mg/dl was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. The field service engineer performed precision studies and these were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.